Manufacturer narrative:
Ref ID: (B)(4) the digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that detector holder containing detectors fell from wall. The device was in clinical use and there was no harm to patient or user. Field service engineer (fse) performed analysis which concluded that the detector holder became loose and fell down from the wall. The holder was fixed with only two screws in the rigips walls without dowels. The holder was re-attached with dowels. There were medium shocks registered on both detectors. The detectors were recalibrated, no image artifacts were found and both detectors tested okay. Based on the information available and the testing conducted, the cause of the reported problem was detector holder dropped. The reported problem was confirmed by the customer. Thus, it is concluded that the detector holder was dropped by accident (user error). This issue further monitored and trended.

Event description:
It was reported that detector holder containing detectors fell from wall. The device was in clinical use and there was no harm to patient or user.

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00063 (B)(4): 1. Problem code updated. 3. Evaluation results code updated. 4. Component code updated. 5. Conclusion code updated. 4. Box h: device manufacturers: additional narrative updated as below. Based on further investigation during retrospective review, the correct investigation and risk estimation was identified for the root cause of the reported issue detector holder fell down from the wall which resulted in detector drop. Risk estimation for the root cause was revealed that the risk is acceptable. The event was originally reported to the authorities with incorrect investigation and risk assessment as detector drop. Since that time, based on retrospective review identified & updated with correct investigation & risk estimation for detector holder issue which revealed that the event does not meet the criteria for reporting.

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00063 (B)(4): 1. Contact office: changed from "(B)(6)." 2. Report source - changed from "company representative, foreign, health professional, user facility," to "company representative, foreign, health professional".